Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect intact pth result on one patient. Results provided: (B)(6) 2020 initial = 105 pg/ml, new sample repeated at another facility = 45 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending data for the architect intact pth (ln 8k25) was performed and no trends were identified. The historical performance of reagent lot 02819c000 was evaluated using world wide data from abbottlink for both the routine and stat assays. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02819c000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 02819c000. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no systemic issue or deficiency of the architect intact pth for lot number 02819c000 was identified.